Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported the patient experienced a bleed/hemorrhage in the brain as they were being discharged from the hospital. The patient was doing well and was recovering. It was stated their stage ii procedure was being delayed until they were fully recovered. It was noted that they didn¿t know any environmental/external/factors that may have led or contributed to the issue. There was no troubleshooting performed along with no actions/interventions taken that were related to the hardware. The issue wasn¿t resolved at the time of the report, but they would provide an update when they heard the patient was scheduled for their stage ii procedure. The patient¿s status at the time of the report was alive-no injury. No surgical intervention occurred or was planned.